Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the vitrectomy failed during the surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The connectors (both male and female) were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 13, 2014. Based on qa assessment, the product met specifications at the time of release. The cpc connectors were confirmed to have been non-conforming. However, how or why they became non-conforming cannot be determined conclusively. (B)(4).